Event description:
It was reported that the patient underwent a posterior spinal surgical proecedure. It was reproted sometime post-op that there was a pedicle fracture where a screw was placed. The fracture was found via imaging films. The patient underwent, or is sheduled to undergo, revision surgery to explant the screw. No further details were provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.